Event description:
Reportedly, this ring was explanted after approx a 1 month implant duration due to tricuspid stenosis, regurgitation, and right ventricular failure.

Manufacturer narrative:
H6: device not returned.